Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry could not be obtained with the device when the patient presented for routine device interrogation. During last device interrogation in 2015, several years were remaining to eri. Device was explanted and replaced. Patient's condition was well before, during and after the procedure. Patient was discharged home next day.